Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction did not recur after the reset, and the customer was advised that they could continue using the pump. The customer was also instructed to call back if any malfunction code recurred and acknowledged the instructions.